Event description:
Caller reported an occlusion alarm which contributed to the customer's blood glucose level rising above 500 mg/dl, with readings showing "high." To address this issue, the customer administered a correction bolus via the pump and changed the infusion set and cartridge to resume insulin therapy.